Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This is not a synthes product. Confirmation was received from depuy that they have registered the complaint under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. This is not a synthes product. Confirmation was received from depuy that they have registered the complaint under (B)(4).

Manufacturer narrative:
It is unknown if the complainant part is available to be returned for manufacturer review/investigation; it has not been received by the manufacturer. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient heard a click sound in her back, and after that she had pain for approximately a week. An x-ray shows a screw breakage. This report is for an unknown screw. This is report 1 of 1 for (B)(4).